Event description:
There was a kink at the distal mark of the mc after opening the package. The surgeon changed another one directly. The surgeon began to fill the 5th coil, but the coil had already stretched after opening the package. The surgeon had to changed new coil again. The 2 involved products were not used on the patient therefore no adverse events occurred. No patient or vessel code information provided.

Manufacturer narrative:
There was a kink at the distal mark of the prowler 14 (mc) microcatheter (606151x/15819070) after opening the package. The surgeon changed another one directly. The surgeon began to fill the 5th coil, but the orbit helical coil (637hf0206/ 15632716) was already stretched after opening the package. The surgeon had to changed new coil again. The 2 involved products were not used on the patient therefore no adverse events occurred. No patient or vessel code information provided. A non-sterile orbit helical fill 2x6 was received coiled inside of a coil dispenser inside of a plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was received zipped and no damages were noted on it, the support coil, gripper and embolic coil were found inside of the introducer. The support coil and gripper were found without damage while the embolic coil was found stretched. The gripper and embolic coil were inspected under microscope; the gripper was found without damage while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as ¿coil ¿ stretched¿ was confirmed during the analysis. The condition of the embolic coil was apparently caused by applying excessive force on it but it could not be conclusively determined. However, these defects could not be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The product analysis is anticipated to be done but hasn't been approved yet thus additional information will be submitted within 30 days of receipt.